Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had light reflections, halos and starburst. Additional information received and stated that, since the first day after the surgery patient see very disturbing light rings and halos as well as glare and starburst around light sources, especially intense in the dark, e.g. Street lamps, traffic light, car headlights/tail lights, bicycle lights and other light reflections; especially intense with white point-shaped light sources (without or with varifocals no difference). They are not only annoying, but also dangerous, especially by car trips during the dark. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The patients condition remains unchanged.